Event description:
It was reported that a female patient underwent breast surgery with 405cc mentor memorygel xtra breast implant on both sides and experienced breast implant rupture on her right side postoperatively. MRI verified the rupture. As on november 26, 2024, mentor became aware that the date of surgery is (B)(6) 2025. On february 17, 2025, the mentor failure analysis lab received the devices for evaluation. Paperwork received indicated that the devices were found intact and patient also experienced bottoming of left device in addition to right side complication, and the replacement devices used on(B)(6) 2025 were serial numbers (B)(6) on the right side, and (B)(6) on the left side. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
Device evaluation summary: mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth mod + prof xtra 405cc returned device. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Implant displacement/migration is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: left device migration. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).